Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Customer complains of erratic results. Customer states that she is experiencing dizziness and stress well but needing medical attention. Customer's expected blood results are 80120mg/dl fasting. Verified the strips expire 11/30/2016. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: 1: 139mg/dl (B)(6) 2015 05:41:00 pm fasting:yes; 2: 120mg/dl (B)(6) 2015 01:48:00 pm fasting:yes; 3: 234mg/dl (B)(6) 2015 10:12:00 am fasting:yes; 4: 247mg/dl (B)(6) 2015 10:11:00 am fasting:yes; 5: 176mg/dl (B)(6) 2015 07:45:00 am fasting:yes. Customers concern:results that got customer concerned are 234mg/dl and 247mg/dl. No adverse event reported.